Event description:
A materials manager reported that a system message displayed during a photocoagulation procedure. The doctor stopped the case and decided not to do the laser portion of the procedure. There was no pt harm.

Manufacturer narrative:
The company representative examined the system and confirmed system message (sm) [pneumatics - submodule failure (no communication with host)] in the system's event log. The company representative replaced the pneumatic pcba (printed circuit board assembly). Preventive maintenance was performed. The system was then tested and met product specifications. The replaced pneumatic pcba was returned for evaluation. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).